Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of this event. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported alarm was unknown; however, during the event history log review a system error 2084 was found and determined to be the reported issue. A visual inspection, functional testing, electrical safety testing and a simulated therapy were performed with no issues related to the reported issue noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.